Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: or manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Please refer to section h10 for the related importer report. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following information: it was reported that the glidewire broke off in patient. The patient was notified that a piece of the wire was left in body and discharged. Reporting operating room manager stated that there have been no issues from the patient. There was no blood loss. The type of procedure performed was a peripheral procedure. Additional information was received on (B)(6) 2026: there are no plans to remove the broken wire from the patient. This was port and it was during a portagram. The doctor said he believes some of the coating came off and will be left in patient. There was no attributed adverse event.